Event description:
Coiling treatment was conducted of an aneurysm. It was reported that during coil deployment, the coil did not detach. Upon removal, the coil prematurely detached within the microcatheter. The coil was flushed out of the microcatheter using saline infection. The coil was placed in the aneurysm successfully. No injury was reported with the pt as a result of the procedure.

Manufacturer narrative:
Sample analysis: the device involved in the event will not be returned for eval as the implant coil remains in the pt and the delviery pusher was discarded. (B)(4).